Manufacturer narrative:
The ie33 and transducer were determined to be performing as intended and remain in use at the user facility. Subsequent to the event reported, several procedures have been performed using the involved products without incident. The cause of the bleed is unk. There has been no confirmed malfunction of the devices involved in this case.

Event description:
A 3d tee probe was used to monitor a pt during an amplatzer device closure procedure of a mitral valve (mvr) perivalvular leak. A week after the procedure, a gi bleed (esophageal tear) was discovered.